Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) was unable to confirm the reported issue. However, fa identified the instrument to have thermal damage on the bipolar yaw pulley, which was not reported by the site. The instrument passed the electrical continuity and fa concluded the root cause of this failure was attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (471172-16/k11211018 0033) associated with this event has been performed. Per the logs, the instrument was last used (B)(6) 2022. This complaint is being reported based on the following conclusion: there was evidence of thermal damage on the bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken "legs/shanks." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.